Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Associated product information was not provided. It is unknown if qualified associated products were used. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported following the intraocular lens implantation the patient had experienced headache, nausea and feeling off balanced. Systemic symptoms varied each day and none are ongoing, surgeon said she has posterior capsule opacification and will need a laser to clear the scar tissue. Additional information has been received stating symptoms have improved dramatically since having prk. The imbalance is gone and she is still healing. The symptoms have improved a lot

Manufacturer narrative:
Additional information provided in a.1., b.5., and b.7. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating patient is unhappy and have to wear glasses for almost all occasions which is not what she was promised by her surgeon.